Event description:
During on-site service, baxter field service engineer found the pump had a low flow rate. The pump was not in use on a patient when the problem was discovered. Health region did not report any patient injury or medical intervention associated with this event.